Event description:
The company received a report where it was claimed that a "metal piece embedded in the distal end of the tube" caused a tracheal tear to a pt. Replacement of the tube was required.

Manufacturer narrative:
A packaged sample of the reported product was visually inspected and the "metal piece embedded at the distal end" being reported by the customer is flexible radiopaque plastic and not metal. The customer has declined returning the sample for investigation. If new or significant information is obtained related to this report, a supplemental report will be submitted.